Event description:
It was reported that pump displayed malfunction alarm code 0 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was provided reset instructions, successfully reset pump without recurrence of malfunction, and was advised to continue using pump and to call back if malfunction alarm appeared again, which customer acknowledged and understood.